Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had pacemaker mediated tachycardia (pmt) episodes that at least 50% of the time below the maximum tracking rate (mtr), hence, the patient had increased heart rate. Additionally, the battery of this pacemaker had dropped from six years to three years remaining longevity. Boston scientific technical services (ts) advised to wait for a month to have a more accurate battery calculation. To date, the device remains in service. No adverse patient effects were reported.